Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 1 and abortion. Type of test: hysterosalpingogram (hsg). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), fibromyalgia ("fibromalygia,"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown and the fibromyalgia, weight increased, heavy menstrual bleeding and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, fibromyalgia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2022: mr received: case become incident, previously reported event pelvic pain become serious, device remove, reporter was added, essure removal date was added, medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.